Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with right ventricular noise reversion alerts. The alerts were not stored due to the noise reversion storage being programmed off. It was noted that a patient also had a left ventricular assist device (lvad). Isometric exercises were performed but no noise reproduced. The patient had not had any tachycardic episodes. Programming changes were made. Patient would continue to be monitored. The physician assumes that this was related to the lvad.